Manufacturer narrative:
The baxter technician found the hydraulic valve needed to be replaced. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in (B)(6) 2025. It is unknown if the facility performed any other preventative maintenance on this bed. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage and make sure the head section operates correctly. Replace components as necessary. The technician replaced the solenoid valve to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that tc bariatric plus w/ air had head of bed not raising. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.